Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set experienced leakage. The following information was provided by the initial reporter: the tubing connection was leaking from where it connected to the IV catheter hub.

Event description:
It was reported that the bd maxzero¿ extension set experienced leakage. The following information was provided by the initial reporter: the tubing connection was leaking from where it connected to the IV catheter hub.

Manufacturer narrative:
H.6. Investigation summary: a photo was received and analyzed by our quality team. The connector in complaint is clearly shown but the leakage isn't apparent. The complaint has been verified but the root cause remains unknown. A device history record review for model mz5301 lot number 22025349 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h.10.